Manufacturer narrative:
Abutment screw sells together with temporary abutment as a bundle. Product not returned to manufacturer.

Event description:
The dentist reported fracture of the screw during hand tightening. The patient was seen a few days after the event and the remaining portion of the screw was removed and a new screw placed.

Manufacturer narrative:
One titanium hexed screw was returned for inspection. The screw was fractured at the top of the threaded region. The drive feature is worn but functional. The remaining components of the abutment were not returned for inspection. . A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of titanium hexed screws, it is recommended to torque at 20ncm. Complaint indicates screw fracture. The alleged event was confirmed following inspection. A definitive root cause could not be identified for this complaint. UDI: (B)(4). Device available for evaluation: change "no to yes". Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.